Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the patient obtained low blood glucose reading of 29 mg/dl. The patient experienced no symptoms of hypoglycemia. Prior to this reading, the patient had obtained a blood glucose reading of 67 mg/dl, then took an insulin bolus for his meal. The patient's subsequent blood glucose reading was 29 mg/dl. The patient was treated with juice, and later his blood glucose level rose to 69 mg/dl and 140 mg/dl. The patient did not seek medical attention. Troubleshooting revealed the pump's date and time were correct, and all settings and programming was correct. During the troubleshooting telephone call, the reporter stated the patient may have over-corrected for his food intake when his blood glucose level was low.